Event description:
It was reported that the implantable loop recorder (ilr) appeared to loose contact with the signal dropping off along with sharp deflection on the electrogram (ECG) going in or coming out of episodes. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.